Event description:
It was reported that when the device and reload cartridges were used during a thoracoscopy procedure, the cartridges fell out of the device while being removed from the chest cavity. None of the cartridges fell into the pt. The same device was used to complete the case. There was no consequence to pt.